Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that yesterday, the patient was working and when she sat down, she started getting a pain down her left leg that was causing her to trip. The patient stated that she turned the device off, but when she turned it back on the issue persisted. Now she could not feel stimulation at all after increasing on program 4 at 1.3v. The patient said that she has not had any falls/trauma and was not sure if she made any weird stretching movements. The programming change was reviewed during the call had the patient tried program 5, program 6 and program 3, and none of them resolved the issue; still could not feel stimulation. The patient stated that program 5 caused pain in her leg, program 6 caused a pulling sensation and program 3 caused weakness in her left arm. The caller stated that she wanted to stay on program 3 at 2.0v even though she cannot feel stimulation and is having the arm issue. The patient stated that she would rather have an arm issue than trip over herself with the device on. It was recommended that they follow up with their healthcare professional to discuss the symptoms and the implanted device status. No further patient complications are anticipated or expected as a result of this event.